Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the reported error code 200 ref 26 was not able to be duplicated however, during inspection, it was determined that the core of the transformer on the pkrf board was broken. Service repair noted that the broken core of the transformer on the pkrf board may cause the error code ref 26. In addition, review of fault log found an error code 200 ref 26 showed one time in the log. Additionally, the following observation during device evaluation were noted: the unit is missing 2 mounting feet. The housing has multiple scratches, and the top case has dents and scratches can use as . The current software is v3.03. The fault log shows 200 ref 26, one time indicated an energy signal error: stuck low. Error 200 ref 89, one time indicated buslim failure. Cpu checks buslim flag on pkrf and error 400 ref 26, six times: generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "error code 200 ref26". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.device evaluation found the core of the transformer on the pkrf board observed to be broken. Faulty pkrf board was noted.

Event description:
The customer reported the device presented an "error code 200 ref26". The issue found during an unknown event. Upon inspection and testing of the customer returned device, the core of the transformer on the circuit board was observed to be broken and an error code 400 ref 26 presented. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5. A review of the repair history records found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the faulty circuit board and error code 400 could not be specified. Olympus will continue to monitor field performance for this device.